Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2023-24892 related manufacturing reference number: 2017865-2023-24894 related manufacturing reference number: 2017865-2023-24895 it was reported that the patient presented in clinic due to an unspecified infection. It was noted that the entire implantable cardioverter defibrillator (ICD) system was explanted and replaced with a temporary system. The patient was stable throughout the procedure.